Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheters inner lumen wire was bent, making the flow and shape impossible to create. The troubleshooting was performed, and the catheter was replaced. The procedure was completed successfully without patient complications. It is unknown if the device is expected to be returned.

Manufacturer narrative:
It was indicated that the device is not known if it will return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.